Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., b.7., d.7., d.10., h.3., h.6.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b5, b6, g1, g2, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Patient later reported rupture. Healthcare professional additionally reported "hole in radius (edge)" observed during surgery. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as an unidentified (tear) opening. ¿ rupture: missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure opening was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h6, h11.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Patient later reported rupture. Healthcare professional additionally reported "hole in radius (edge)" observed during surgery. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior, red particles and creases fold. A visual and microscopic analysis was performed which identified: sharp broken on anterior and missing shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on anterior assessed as an unidentified (tear) opening and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.